Manufacturer narrative:
No product was returned for evaluation. Data logs were reviewed and "impella in aorta" alarms were triggered. Clinical details noted that when removing peel-away sheath, pump was pulled into aorta. The root cause of the positioning issues was most likely use related as the pump was pulled into the aorta when removing the peel-away sheath.

Event description:
The user facility reported a patient was on impella cp support and during support, the impella cp was pulled into the aorta after the peel away was taken out. The impella cp was explanted and replaced. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.